Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choking [choking]. Brushhead went down throat [foreign body]. Unpleasant - throat [oropharyngeal discomfort]. Brush head came off the handle - oral-b brushhead [device breakage]. Case description: report source: spontaneous. A parent, who is a nurse, reported via phone on (B)(6) 2017 that while her daughter, age 2 to 5 years, was brushing her teeth on (B)(6) 2017 with an oral-b rechargeable toothbrush, version unknown the oral-b brushhead, version unknown came off the handle and went down her throat, and her daughter was choking on the brush head. She reported they cleared her airway and managed to get it out, and she seemed well now. A doctor had been called. Product use was discontinued. The case outcome was recovered. Relevant history: none reported. No further information was reported. On (B)(6) 2017 follow-up with parent via e-mail: the parent reported the experience was unpleasant, and she could send the brush head later. The case outcome remained recovered. No further information was reported.